Event description:
Patient returned to clinic to disconnect dosifuser. Patient notified nurse of white powder around restrictor element of dosifuser tubing-nurse in turn notified pharmacist. Pharmacist witnessed white powder nurse wiped off powder with moist towelette minor skin irritation noted upon returning to clinic 2 weeks later patient stated skin had gotten red and irritated next day and now appears to be healed over, possibly chemical burn. Pharmacist and nurse determined the restrictor element either cracked or not sealed properly. Powder probably dried fluorouracil. Sent email to manufacturer with lot number to determine other possible incidents. Dose or amount: fluorouracil 3700mg; frequency: every 2 weeks; route: via 2 day infusor. Dates of use:(B)(6) 2015. Diagnosis or reason for use: adenocarcinoma. Event abated after use stopped or dose reduced, yes. Strength: 100ml - 2 day.